Manufacturer narrative:
Patient age/date of birth is unknown; year of birth (B)(6). Patient weight is unknown. Date of event reported as (B)(6) 2016; it is unknown if that is when the loss of reduction occurred or when it was noticed. This report is for an unknown philos plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6) without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: clinical study case: it was reported that loss of reduction occurred, which was corrected by revision to reverse total shoulder arthroplasty. The revision took place on (B)(6) 2016. The philos implants were implanted on (B)(6) 2015. This report is for an unknown philos plate. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Initially reported as (B)(6) 2016; should be (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 10 for (B)(4).